Manufacturer narrative:
Product ID 3093-28, lot# v208206, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a car accident and was explanted without replacement. It was unknown when the implant was explanted. It was noted that this happened in the past and unable to determine. The representative found out the day of reported event from healthcare provider scheduler that they would be doing a stage 1 on a patient who previously had an neurostimulator implant but she was in a car wreck at some point soon after it was put in. The accident damaged the components and was removed. The details were not available. Because it had given her therapeutic benefit, she was now ready to try again. Because of that, he determined a stage 1 was best course of action which will be in near future. It was noted that the patient was alive with no injury. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.